Manufacturer narrative:
Unique identifier (UDI)# (B)(4).

Event description:
The customer complained of questionable results for 1 patient sample tested for elecsys hcg + beta test system (hcg+b) on a cobas e 411 immunoassay analyzer. The initial hcg+b result from the original tube was 5.2 miu/ml. The original tube was retested with a result of 8.59 miu/ml. The customer than ran an aliquot from the original tube and got a result of 0.1 miu/ml. The original tube was tested again with a result of 22.6 miu/ml. The hcg+b result of 0.1 miu/ml was deemed to be correct. The erroneous results were not reported outside of the laboratory. There was no adverse event. The hcg+b reagent lot was 259199 with an expiration date of 30-nov-2018. The field engineering specialist found a bent sipper probe and obstruction in black sipper tubing that connects to measuring cell. He replaced the bent sipper probe and replaced the tubing. He adjusted the sipper probe positioning. He ran performance and precision testing with acceptable results. He ran calibration and qc with results the customer deemed acceptable.

Manufacturer narrative:
The customer confirmed that there were no further issues.